Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("2 metallic parts of 2060 hu (hounsfield unit) were found in right peri-uterine and extra-uterine/ surgery to remove parts of essure remained"), device dislocation ("2 metallic parts of 2060 hu (hounsfield unit) were found in right peri-uterine and extra-uterine/ surgery to remove parts of essure remained"), metrorrhagia ("persistent functional metrorrhagia"), uterine leiomyoma ("uterine fibroma"), uterine polyp ("polyp"), angina pectoris ("chest pain radiating to the left shoulder, left arm and below the left breast / angor"), bradycardia ("extreme bradycardia") and retinal detachment ("retinal detachment on right") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "insertion of essure for a patient with allergy to iodinated contrast products". The patient's medical history included appendectomy, c-section, gravida ii, parity 2, asthma, angina pectoris, hysteroscopy, spasmophilia, rhinopharyngitis in 2001, cystitis in 2000 and sinusitis. Concurrent conditions included allergic reaction. On (B)(6)2008, the patient had essure inserted. In 2010, the patient experienced bradycardia (seriousness criterion medically significant), retinal detachment (seriousness criterion medically significant) with visual impairment, abdominal pain lower ("pain in lower abdomen with swelling and radiation to legs"), abdominal distension ("pain in lower abdomen with swelling and radiation to legs"), menorrhagia ("haemorrhagic menstrual periods"), iron deficiency ("iron deficiency"), vitamin d deficiency ("vitamin d deficiency"), iron deficiency anaemia ("iron-deficiency anaemia"), fatigue ("fatigue"), adjustment disorder with depressed mood ("depression/ reactive psychogenic depression"), memory impairment ("memory disturbances"), dyspnoea ("shortness of breath"), palpitations ("palpitations"), tracheitis ("tracheitis"), nasopharyngitis ("episodes of rhinopharyngitis") and conjunctivitis ("acute conjunctivitis") and was found to have heart rate increased ("accelerated heart rate"). In 2011, the patient experienced renal pain ("kidney pain") and cystitis ("recurrent cystitis"). In 2012, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). In 2015, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant) and angina pectoris (seriousness criterion hospitalization). In 2016, the patient experienced abdominal pain upper ("epigastric pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and anxiety ("anxiety/ increasing worries"). The patient was treated with surgery (thermachoice curettage of endometrium in 2015 and adnexectomy on (B)(6)2017, bilateral salpingectomy by celiosurgery on (B)(6)2017, curettage and endometrial ablation on hysteroscopy, removal of polyp and surgery to remove remaining essure parts on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, device dislocation, metrorrhagia, uterine leiomyoma, uterine polyp, angina pectoris, bradycardia, retinal detachment, abdominal pain lower, abdominal distension, menorrhagia, iron deficiency, vitamin d deficiency, abdominal pain upper, iron deficiency anaemia, fatigue, adjustment disorder with depressed mood, memory impairment, dyspnoea, heart rate increased, palpitations, renal pain, cystitis, anxiety, tracheitis, nasopharyngitis and conjunctivitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adjustment disorder with depressed mood, angina pectoris, anxiety, bradycardia, conjunctivitis, cystitis, device breakage, device dislocation, dyspnoea, fatigue, heart rate increased, iron deficiency, iron deficiency anaemia, memory impairment, menorrhagia, metrorrhagia, nasopharyngitis, palpitations, renal pain, retinal detachment, tracheitis, uterine leiomyoma, uterine polyp and vitamin d deficiency to be related to essure. The reporter commented: two trailing coils on left, one trailing coil on right after insertion 2011- cystoscopy and urine analysis (result not provided). 2015 - coronary catheterisation, scintigraphy, methergine provocation test and cardiac MRI (results not provided). 2016 - digestive tract endoscopy (result not provided). Hospitalisation in cardiac intensive care in 2015 due to angor with healthy coronaries. The attacks were relieved with nitroglycerine-based vasodilator in spray or patch. Aggravation of symptoms at time of menstruation and ovulation. Letter from patient dated (B)(6)2017: context difficult to accept, increasing worries, she was waiting for answers. Removal dates of essure on (B)(6)2017 and (B)(6)2017. Report of essure removal dated (B)(6)2017: 2 metallic parts of 2060 hu (hounsfield unit) were found in right peri-uterine and extra-uterine. No intra-peritoneal effusion. Letter from patient dated (B)(6)2017 mentioned the surgery planned in (B)(6)2017 to remove parts of essure remained in the body following the bilateral salpingectomy by celiosurgery performed on (B)(6)2017. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history and event pelvic pain, insertion of essure for a patient with allergy to iodinated contrast products, tracheitis, episodes of rhinopharyngitis and episodes of acute conjunctivitis added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: r1705515) on 06-apr-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("2 metallic parts of 2060 hu (hounsfield unit) were found in right peri-uterine and extra-uterine/ surgery to remove parts of essure remained"), device dislocation ("2 metallic parts of 2060 hu (hounsfield unit) were found in right peri-uterine and extra-uterine/ surgery to remove parts of essure remained"), metrorrhagia ("persistent functional metrorrhagia"), uterine leiomyoma ("uterine fibroma"), uterine polyp ("polyp"), angina pectoris ("chest pain radiating to the left shoulder, left arm and below the left breast / angor"), bradycardia ("extreme bradycardia") and retinal detachment ("retinal detachment on right") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced bradycardia (seriousness criterion medically significant), retinal detachment (seriousness criterion medically significant) with visual impairment, abdominal pain lower ("pain in lower abdomen with swelling and radiation to legs"), abdominal distension ("pain in lower abdomen with swelling and radiation to legs"), menorrhagia ("haemorrhagic menstrual periods"), iron deficiency ("iron deficiency"), vitamin d deficiency ("vitamin d deficiency"), iron deficiency anaemia ("iron-deficiency anaemia"), fatigue ("fatigue"), depression ("depression/ reactive psychogenic depression"), memory impairment ("memory disturbances"), dyspnoea ("shortness of breath") and palpitations ("palpitations") and was found to have heart rate increased ("accelerated heart rate"). In 2011, the patient experienced renal pain ("kidney pain") and cystitis ("recurrent cystitis"). In 2012, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). In 2015, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant) and angina pectoris (seriousness criterion hospitalization). In 2016, the patient experienced abdominal pain upper ("epigastric pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and anxiety ("anxiety/ increasing worries"). The patient was treated with surgery (thermachoice curettage of endometrium in 2015 and adnexectomy on (B)(6) 2017, bilateral salpingectomy by celiosurgery on (B)(6) 2017, curettage and endometrial ablation on hysteroscopy, removal of polyp and surgery to remove remaining essure parts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, metrorrhagia, uterine leiomyoma, uterine polyp, angina pectoris, bradycardia, retinal detachment, abdominal pain lower, abdominal distension, menorrhagia, iron deficiency, vitamin d deficiency, abdominal pain upper, iron deficiency anaemia, fatigue, depression, memory impairment, dyspnoea, heart rate increased, palpitations, renal pain, cystitis and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, angina pectoris, anxiety, bradycardia, cystitis, depression, device breakage, device dislocation, dyspnoea, fatigue, heart rate increased, iron deficiency, iron deficiency anaemia, memory impairment, menorrhagia, metrorrhagia, palpitations, renal pain, retinal detachment, uterine leiomyoma, uterine polyp and vitamin d deficiency to be related to essure. The reporter commented: 2011- cystoscopy and urine analysis (result not provided). 2015 - coronary catheterisation, scintigraphy, methergine provocation test and cardiac MRI (results not provided). 2016 - digestive tract endoscopy (result not provided). Hospitalisation in cardiac intensive care in 2015 due to angor with healthy coronaries. The attacks were relieved with nitroglycerine-based vasodilator in spray or patch. Aggravation of symptoms at time of menstruation and ovulation. Letter from patient dated (B)(6) 2017: context difficult to accept, increasing worries, she was waiting for answers. Removal dates of essure on 2(B)(6) 2017 and (B)(6) 2017. Report of essure removal dated (B)(6) 2017: 2 metallic parts of 2060 hu (hounsfield unit) were found in right peri-uterine and extra-uterine. No intra-peritoneal effusion. Letter from patient dated (B)(6) 2017 mentioned the surgery planned in (B)(6) 2017 to remove parts of essure remained in the body following the bilateral salpingectomy by celiosurgery performed on (B)(6) 2017. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information received from an attorney via legal department. Reporter¿s and patient¿s details were updated. Events added anxiety/ increasing worries and 2 metallic parts of 2060 hu (hounsfield unit) were found in right peri-uterine and extra-uterine. Medical records from 1999 to 2017: anxiety and reactive psychogenic depression. Letter from patient dated (B)(6) 2017: context difficult to accept, increasing worries, she was waiting for answers. Removal dates of essure on (B)(6) 2017 and (B)(6) 2017. Report of essure removal dated (B)(6) 2017: 2 metallic parts of 2060 hu (hounsfield unit) were found in right peri-uterine and extra-uterine. No intra-peritoneal effusion. Letter from patient dated (B)(6) 2017 mentioned the surgery planned in (B)(6) 2017 to remove parts of essure remained in the body following the bilateral salpingectomy by celiosurgery performed on (B)(6) 2017. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm - heath authorities in (B)(6) (reference number: r1705515) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ("persistent functional metrorrhagia"), uterine leiomyoma ("uterine fibroma"), uterine polyp ("polyp"), angina pectoris ("chest pain radiating to the left shoulder, left arm and below the left breast / angor"), bradycardia ("extreme bradycardia") and retinal detachment ("retinal detachment on right") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced bradycardia (seriousness criterion medically significant), retinal detachment (seriousness criterion medically significant), abdominal pain lower ("pain in lower abdomen with swelling and radiation to legs"), abdominal distension ("pain in lower abdomen with swelling and radiation to legs"), menorrhagia ("haemorrhagic menstrual periods"), iron deficiency ("iron deficiency"), vitamin d deficiency ("vitamin d deficiency"), iron deficiency anaemia ("iron-deficiency anaemia"), visual impairment ("visual disturbances"), fatigue ("fatigue"), depression ("depression"), memory impairment ("memory disturbances"), dyspnoea ("shortness of breath"), heart rate increased ("accelerated heart rate") and palpitations ("palpitations"). In 2011, the patient experienced renal pain ("kidney pain") and cystitis ("recurrent cystitis"). In 2012, the patient experienced uterine leiomyoma (seriousness criterion medically significant). In 2015, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant) and angina pectoris (seriousness criterion hospitalization). In 2016, the patient experienced abdominal pain upper ("epigastric pain"). The patient was treated with surgery (thermachoice curettage of endometrium in 2015 and adnexectomy scheduled for (B)(6) 2017), surgery (curettage and endometrial ablation on hysteroscopy) and surgery (removal of polyp). Essure treatment was not changed. At the time of the report, the metrorrhagia, uterine leiomyoma, uterine polyp, angina pectoris, bradycardia, retinal detachment, abdominal pain lower, abdominal distension, menorrhagia, iron deficiency, vitamin d deficiency, abdominal pain upper, iron deficiency anaemia, visual impairment, fatigue, depression, memory impairment, dyspnoea, heart rate increased, palpitations, renal pain and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, angina pectoris, bradycardia, cystitis, depression, dyspnoea, fatigue, heart rate increased, iron deficiency, iron deficiency anaemia, memory impairment, menorrhagia, metrorrhagia, palpitations, renal pain, retinal detachment, uterine leiomyoma, uterine polyp, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: hospitalisation in cardiac intensive care in 2015 due to angor with healthy coronaries. The attacks were relieved with nitroglycerine-based vasodilator in spray or patch. Aggravation of symptoms at time of menstruation and ovulation. Steps underway for removal of inserts. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed case report received from the regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 2 years after insertion she experienced extreme bradycardia and retinal detachment on right. Four years after insertion she had a uterine fibroma treated with curettage and endometrial ablation on hysteroscopy. Seven years after essure insertion, she underwent a thermachoice curettage of endometrium due to persistent functional metrorrhagia, and a polyp was removed during hysteroscopy. She was also hospitalized due to chest pain radiating to the left shoulder, left arm and below the left breast / angor, she referred "healthy coronaries" and she was treated with nitroglycerine vasodilators. At the time of report, an adnexectomy was scheduled for essure removal. Metrorrhagia is anticipated while the other events are unanticipated in the reference safety information for essure. In this case, there is no information about the consumer's historical and concomitant medical conditions. Considering the local and mechanical effect of essure in the fallopian tubes, a causal relationship with angor pectoris, bradycardia and retinal detachment can be excluded. Uterine fibromas and polyps are hormone stimulated; therefore they were also considered unrelated to essure. Although uterine fibromas and the polyp could have caused the metrorrhagia, changes in bleeding pattern, including heavy bleeding, may occur under essure use; therefore a contributory role of essure cannot be excluded. This case was regarded as incident since surgery was performed and a device removal will be required. Further information cannot be obtained from the reporter in this case. A product technical analysis is awaited.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ("persistent functional metrorrhagia"), uterine leiomyoma ("uterine fibroma"), uterine polyp ("polyp"), angina pectoris ("chest pain radiating to the left shoulder, left arm and below the left breast / angor"), bradycardia ("extreme bradycardia") and retinal detachment ("retinal detachment on right") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced bradycardia (seriousness criterion medically significant), retinal detachment (seriousness criterion medically significant), abdominal pain lower ("pain in lower abdomen with swelling and radiation to legs"), abdominal distension ("pain in lower abdomen with swelling and radiation to legs"), menorrhagia ("haemorrhagic menstrual periods"), iron deficiency ("iron deficiency"), vitamin d deficiency ("vitamin d deficiency"), iron deficiency anaemia ("iron-deficiency anaemia"), visual impairment ("visual disturbances"), fatigue ("fatigue"), depression ("depression"), memory impairment ("memory disturbances"), dyspnoea ("shortness of breath"), heart rate increased ("accelerated heart rate") and palpitations ("palpitations"). In 2011, the patient experienced renal pain ("kidney pain") and cystitis ("recurrent cystitis"). In 2012, the patient experienced uterine leiomyoma (seriousness criterion medically significant). In 2015, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant) and angina pectoris (seriousness criterion hospitalization). In 2016, the patient experienced abdominal pain upper ("epigastric pain"). The patient was treated with surgery (thermachoice curettage of endometrium in 2015 and adnexectomy scheduled for (B)(6) 2017), surgery (curettage and endometrial ablation on hysteroscopy) and surgery (removal of polyp). Essure treatment was not changed. At the time of the report, the metrorrhagia, uterine leiomyoma, uterine polyp, angina pectoris, bradycardia, retinal detachment, abdominal pain lower, abdominal distension, menorrhagia, iron deficiency, vitamin d deficiency, abdominal pain upper, iron deficiency anaemia, visual impairment, fatigue, depression, memory impairment, dyspnoea, heart rate increased, palpitations, renal pain and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, angina pectoris, bradycardia, cystitis, depression, dyspnoea, fatigue, heart rate increased, iron deficiency, iron deficiency anaemia, memory impairment, menorrhagia, metrorrhagia, palpitations, renal pain, retinal detachment, uterine leiomyoma, uterine polyp, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: hospitalisation in cardiac intensive care in 2015 due to angor with healthy coronaries. The attacks were relieved with nitroglycerine-based vasodilator in spray or patch. Aggravation of symptoms at time of menstruation and ovulation. Steps underway for removal of inserts. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: metrorrhagia. The analysis in the global safety database revealed 40 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of ptc company causality comment: this non-medically confirmed case report received from the regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 2 years after insertion she experienced extreme bradycardia and retinal detachment on right. Four years after insertion she had a uterine fibroma treated with curettage and endometrial ablation on hysteroscopy. Seven years after essure insertion, she underwent a thermachoice curettage of endometrium due to persistent functional metrorrhagia, and a polyp was removed during hysteroscopy. She was also hospitalized due to chest pain radiating to the left shoulder, left arm and below the left breast / angor, she referred "healthy coronaries" and she was treated with nitroglycerine vasodilators. At the time of report, an adnexectomy was scheduled for essure removal. Metrorrhagia is anticipated while the other events are unanticipated in the reference safety information for essure. In this case, there is no information about the consumer's historical and concomitant medical conditions. Considering the local and mechanical effect of essure in the fallopian tubes, a causal relationship with angor pectoris, bradycardia and retinal detachment can be excluded. Uterine fibromas and polyps are hormone stimulated; therefore they were also considered unrelated to essure. Although uterine fibromas and the polyp could have caused the metrorrhagia, changes in bleeding pattern, including heavy bleeding, may occur under essure use; therefore a contributory role of essure cannot be excluded. This case was regarded as incident since surgery was performed and a device removal will be required. Further information cannot be obtained from the reporter in this case. A product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect.